Event description:
Difficult to bend both knees (joint range of motion decreased). Unable to put pressure on either knee (weight bearing difficulty). Pain in both legs (pain in extremity). Unable to stand (mobility decreased). Lower back pain (back pain). Pain in both knees (arthralgia). Nausea (nausea). Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) female patient, initials (B)(6). The patient had a history of osteoarthritis in both knees and a torn meniscus in the right knee. The patient previously received synvisc in her right knee once per year for the past three years. On (B)(6) 2009, the patient received an injection of synvisc-one in each knee. The patient was unable to put pressure on either knee, which made her unable to stand for two days after she received synvisc-one. The patient had severe pain in both knees and legs. The patient had nausea due to the bilateral knee and leg pain. The patient also reported that it was difficult to bend both knees. Her left knee was worse with burning and stabbing pain. The patient also had lower back pain since she received synvisc-one. The patient saw her physician the week prior to this report and planned to go back to the physician on (B)(6) 2010 for possible cortisone injections into both knees if she did not improve. Additional information was received from the physician on (B)(4) 2010 which upgraded the case to serious. The physician reported that the difficulty bending both knees began on (B)(6) 2009 and was treated with nsaids and a kenalog injection. Nsaids and steroid were also listed as concomitant medications during synvisc-one treatment. The difficulty bending both knees was assessed as moderate in intensity and definitely related to synvisc-one. The patient recovered with sequelae from this event on (B)(6) 2010. The physician could not confirm that the patient experienced nausea or lower back pain and information on all other events was not provided. Manufacturer's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.